Event description:
Additional information was received on 24 mar 2023: a pre-deployment angiogram was performed. There were no difficulties with arterial, sheath, guidewire, or catheter insertion.

Manufacturer narrative:
This report is being submitted as follow-up no. # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a vessel occlusion issue. The exact root cause was unable to be determined. The likely cause was determined to have been incorrect device placement resulting in occlusion of the vessel. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
Initial reporter occupation: cath lab manager. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that while performing a heart catheterization, access with a 4fr micro puncture, then a 6fr sheath was inserted. The case went fine, and the angio-seal was prepped to be inserted. The angio-seal was inserted and the first "click" was made. When trying to make the second click, it never did make the audible click it was supposed to make. The angio-seal was pulled back. The final result was the footplate did not pull up against the wall of the artery and was in the artery with suture still attached. The patient showed signs of reduced arterial flow down the leg and was taken to vascular surgery to have the footplate removed. Surgery was successful and arterial flow restored. The footplate with the suture was removed. The patient condition was good, and the procedure was successful.